Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -11.50/0.50/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was implanted upside down. Intraoperatively the lens was removed and during removal the lens had tore. Also intraoperatively a replacement lens was implanted and this resolved the problem. There was patient contact with injury of corneal endothelial touch. Later the doctor reported the patient is recovering well; cornea is clearing up and vision is 6/6. The cause of the event was reported as the device and a patient related factor; the patient kept rolling the eye upward so it would not cover the position of the lens before it fully flipped over.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -11.50/0.50/092 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was implanted upside down. Intraoperatively the lens was removed and during removal the lens had tore. Also intraoperatively a replacement lens was implanted and this resolved the problem. There was patient contact with injury of corneal endothelial touch. Later the doctor reported the patient is recovering well; cornea is clearing up and vision is 6/6. The cause of the event was reported as the device and a patient related factor; the patient kept rolling the eye upward so it would not cover the position of the lens before it fully flipped over.